Event description:
Boston scientific received information that shortly after a revision procedure to explant this lead, the patient reported experiencing sharp stabbing pains. The patient was seen in the hospital where a blood clot was found in their lung. Pharmaceutical agents were administered to dissolve the blood clot. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.